Event description:
A customer reported that during a procedure, the surgeon noted that the handpiece became hot in his hand and a voice confirmation was not heard when the footswitch was depressed. The case was canceled. Additional information provided from the customer indicated there was no voice confirmation during set up for the procedure. The physician noted that the handpiece was warm in his hand. There was no injury or burn to the doctor. The scheduled procedure was completed on the same day; however, the during the initial procedure, the surgeon dropped the nucleus in the back of the eye, which required an additional procedure on another day. The nurse indicated this event was separate of the reported issue and is not related to any alcon equipment or instruments. The patient is reported as doing well. The nurse declined to provide additional details of the event or patient identifiers.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. The root cause is unknown at the time. (B)(4).